Event description:
Coiling treatment of a ruptured a-comm aneurysm. It was reported during coil deployment, the coil detached and a loop of coil stayed in the aca. The procedure ended and the pt was placed on antiplatelet therapy for three months. No other complications were reported with the pt.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event.